Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Inspection of the defib receptacle observed contamination. The defib receptacle was replaced as a pre-caution. The multi-function cable (mfc) was not returned as part of this investigation. The device will be tagged with a warning to the customer to discard the mfc used in the event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.